Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (No code available (3191) is used to capture the device revision or replacement) .

Event description:
Doi:(B)(6) 2019. Patient received a left total knee arthroplasty to treat severe rheumatoid arthritis, instability, and tibial and femoral bone loss secondary to advanced osteoporosis. Due to the extensive bone loss, the surgeon implanted a depuy revision knee with patellar resurfacing and depuy cement for the primary prosthesis. Primary operative notes confirm massive tibial and femoral bone loss due to advanced osteoporosis. Dor: (B)(6) 2019. Patient referred for an incision and debridement with tibial insert exchange to treat pain and swelling secondary to an infection. The infection was confirmed intraoperatively. A depuy tibial insert was implanted at revision. The patient was placed on long-term suppressive oral antibiotic therapy.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address early signs of infection. The surgeon did a poly swap. Nothing was wrong with the implants. Doi: (B)(6) 2019; dor: (B)(6) 2019; left knee.